Event description:
It was reported a fracture of three of the prosthetic screws at the threaded part in a patient with a mandibular hybrid prosthesis on four implants (tooth site 32,34,42,44), so it was decided to replace all of them, taking into account the possible oclusal overload. Patient suffered prosthesis mobility and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. Iunihg, certain gold-tite hexed screw lot 1280761. Ilrghg, certain gold-tite large hexed screw lot 1250285. G4: premarket identification k072642.